Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) possibly due to rapid ventricular response. The device remains in use. It was additionally reported the right atrial (ra) lead exhibited occasional undersensing on stored electrograms. The lead remains in use. No further patient complications have been reported as a result of this event.